Manufacturer narrative:
Date of birth and age at time of event: unknown as information not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation was performed. Product deficiency has not been identified. Based on the failure mode, probable cause, risk assessment and/or labeling review of this incident, there was no deficiency in design or manufacturing of the product in question. Non conformance was not identified, and no device failure was identified. The documentation and label review defines where complications are described as a potential adverse event associated with this type of surgery. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the cataract extraction an unexpected anterior vitrectomy was performed. The surgeon stated that there was a small opening in the anterior capsule. He did not believe it was related to the preceding catalys procedure. The incision was enlarged and an anterior chamber (ac) intraocular lens (iol) was placed. The procedure was completed successfully.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.